Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient experienced a sudden onset of constant dyskinesia. The patient also noted an increase in shaking, a loss of balance, and a constant stomach ache. The patient stated that all of the reported symptoms were present prior to implantation, but the dyskinesia is all day now. It was later reported that the patient experienced a gradual return of symptoms. The patient could hardly walk , talk, and was experiencing dyskinesia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.